Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain, increased metal ion levels and darkening of tissue around implant. Update rec'd 5/5/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. There is no new additional information that would affect the MDR decision. The complaint was updated on : 6/3/2014. Update rec'd 06/25/2014- patient's medical records were received. There is no new information that would change the existing MDR decision. The complaint was updated on: 7-24-2014. Update 10/9/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The pfs reported attorney information and numbness in left foot and leg. Medical records reported limited mobility, elevated chromium/cobalt, the stem to be in slight varus position and positive tissue culture. The revision operative report noted dark stained tissue but did not describe or report infection. The stem is being added for the elevated ions and malposition. There were no labs reporting cobalt/chromium levels or the tissue culture. The complaint was updated on: nov 3, 2015.